Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri. The device was tested using automated testing equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac arrest, fatal arrhythmia. No further information is available at this time. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.